Event description:
It was reported that during testing for sars-cov-2 on bd max¿ system, bd max¿ instrument there were unusual curves. There was no report of patient impact. The following information was provided by the initial reporter: following curve still ugly.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Jagged or unusual curves for this product would yield an invalid result. If an invalid result is obtained the sample will need to be repeated. These results are not associated with urgent or stat diagnostic tests, therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported that during testing for sars-cov-2 on bd max¿ system, bd max¿ instrument there were unusual curves. There was no report of patient impact. The following information was provided by the initial reporter: following curve still ugly.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g.5. PMA / 510(k)#: k130470. H.6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "unusual pcr curves". Customer reported that they are still having an issue with poor quality pcr curves following replacement of the reader on instrument side b. A bd field service engineer (fse) was dispatched to the customer site where they performed replacement of the reader on side b, renormalization of reader b, and an instrument qualification run. The qualification gave passing results, and the instrument was returned to the customer operating to bd specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and one additional work order was observed on 05dec2022 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.